Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit 50cm.

Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation with spasms due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.